Event description:
A customer reported that during a procedure, there was no ultrasound power noted on the screen. The case was completed using the same system. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/12/2014. (B)(4).